Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no returned product for evaluation. Based on the event details, the most likely root cause is damage during use. Site risk managment has not released the device for investigation.

Event description:
Physicians were working on an om2 following a wire. Got past the lesion with the wire, and the turnpike spiral. Upon trying to remove the turnpike spiral, they noticed the tip separated. It embolized and all efforts to retrieve the tip were not successful. They attempted to laser the lesion after this attempt failed. The patient was then transported to the or to have a 4 vessel CABG performed. Today the patient is doing ok. Information received from medwatch (identifier # not provided): during cardiac cath procedure, a turnpike spiral catheter was used in an attempt to cross a lesion in the om2 artery. Catheter would not pass and was noted to be torqued in the lesion causing the tip to shear off and embolized in the vessel. When attempting to exchange the wire with a turnpike lp wire, the embolized tip became lodged and occluded blood flow.